Event description:
The customer reported that the bellavista 1000 is not passing the circuit test. It failed the occlude circuit testing compliance and leakage. The device wouldn't get to 70% fio2 and the o2 calibration alarm went off. There was no patient involement associated from this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was suspected a bad circuit. Use other circuit and o2 was calibrated then it passed the verification. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: vyaire medical verify the unit issue. The root cause was determined as user fault. Lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.